Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t hemodialysis machine with visible burn damage to the actuator cable and an accompanying burning smell. The burn damage was found while the biomed was servicing the machine for a low flow error. The biomed reportedly replaced the burned actuator cable along with the actuator test board and function board, to resolve the issue and return the machine to service. The biomed confirmed that only the actuator cable had visible burn damage, and confirmed there was no evidence of any burn damage, melting, or evidence of thermal decomposition to any other components besides the actuator cable. The machine has approximately 5,000 hours of use, and the actuator cable, actuator test board, and the function board are all the original fresenius parts on the machine. It was confirmed that the issue occurred during maintenance, and there was no patient involvement. The biomed confirmed that no sample parts were confirmed as available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.